Event description:
The complaint was reported as: the customer alleges that the circuit (with water trap) would not pass the leak test on the servo I ventilator. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.